Event description:
The caller reported that the transmitter door clip that holds the battery door in place had broken off from the back of their freestyle navigator transmitter. The reported transmitter was returned and upon product investigation, a cracked/fractured housing was observed near battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4). The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.

Manufacturer narrative:
This is an initial report. The customer's product was returned and sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.